Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified shunt limb. A 5.0mmx40mmx80cm (4f) fg sterling otw balloon catheter was advanced for pre-dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.